Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends confirmed the constant increase of pacing impedance since (B)(6) 2015 over 3000 ohms as mentioned in the complaint description. Furthermore the threshold trend showed a very slight increase of pacing threshold up to approx. 1.2 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. After an implantation period of about 35 months, impedance values > 3000 ohm were reported; no oversensing was recorded. During the revision procedure, it was decided to maintain the present lead for defibrillation therapy only and implant a new pacing / sensing lead. No lead fractures or other alterations from x-rays were observed. No adverse patient side effects have been reported.